Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced cardiac tamponade that required pericardiocentesis. After patient's blood pressure dropped, a pericardial effusion was diagnosed via intracardiac echocardiography (ice) catheter. A pericardiocentesis was done and patient was stable. The physician believed that it was his second transeptal that caused the adverse event (the doctor believed that it occurred during the second tsp puncture). He did not believe it was related to ablation. However, the effusion was discovered after total ablation was done. This happened after patient¿s blood pressures were not holding adequately. No evidence of steam pop. A stsf catheter was used. Flow settings were used in recommended fashion except for the posterior wall. The physician is aware that this is off-label. He has staff use temp control mode on posterior wall with an stsf catheter. There were no error messages after start of procedure. The patient has improved. Additional information was received, and it was reported that the sheath used was not a biosense webster (bwi) device. As a conservative measure, this event was assessed as MDR reportable against the ablation catheter, as ablation did occur.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced cardiac tamponade that required pericardiocentesis. After patient's blood pressure dropped, a pericardial effusion was diagnosed via intracardiac echocardiography (ice) catheter. A pericardiocentesis was done and patient was stable. The physician believed that it was his second transeptal that caused the adverse event (the doctor believed that it occurred during the second tsp puncture). He did not believe it was related to ablation. However, the effusion was discovered after total ablation was done. This happened after patient¿s blood pressures were not holding adequately. No evidence of steam pop. A stsf catheter was used. Flow settings were used in recommended fashion except for the posterior wall. The physician is aware that this is off-label. He has staff use temp control mode on posterior wall with an stsf catheter. There were no error messages after start of procedure. The patient has improved. Additional information was received, and it was reported that the sheath used was not a biosense webster (bwi) device. As a conservative measure, this event was assessed as MDR reportable against the ablation catheter, as ablation did occur. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31170723l number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).